Event description:
Procedure: lap gastric bypass. Reportedly, the staples did not form properly but the knife blade did transect the tissue. Additional units were opened to close the pouch and the stomach remnant. No further pt injury was reported.